Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator went into backup ventilation. The ventilator was not in use on a patient at the time of the reported event. The field service engineer (fse) replaced the direct current (dc) to dc converter. The unit passed all testing and operates within the manufacturing specifications.